Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical product: h177 ICD implanted: (B)(6) 2005, 1103 vad implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to disconnect one of their batteries from the controller. A controller exchange was performed. All batteries were functioning as intended on the new controller and no damage was noted to any of the battery connectors. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device passed functional testing. Visual inspection revealed power port one and two were surrounded by remains of an unknown substance. The contamination on the power ports created a certain level of friction when connecting the battery connector to the controller. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the presence of the unknown substance due to the handling of the device. If information is provided in the future, a supplemental report will be issued.